Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 7f exoseal vascular closure device (vcd) did not change color and the closure material could not be released normally. There was no reported patient injury. Hemostasis was achieved with manual compression, and the user was trained on the device. There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography including insertion angle, the vessel diameter was confirmed to be =5 mm, and there was no visible calcium or plaque, no nearby stent, no stenosis >50%, no recent prior closure at the site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the device. The device and vascular sheath introducer were retracted together until pulsatile flow slowed or stopped and until the indicator window changed to solid black, and pulsatile flow was observed from the bleed-back indicator. The indicator wire cowling locked with an audible click. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. Upon removal, the indicator wire loop was not deployed or visible. The procedure used a non-cordis vascular sheath. The device could not be used normally during the procedure, and the case was reported as a serious injury adverse event to the china national medical products administration (nmpa). The device was discarded at site.